Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 11 / 3.5.1 / ios_16.4.1.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.